Manufacturer narrative:
H6-code 213: the deployment knob, deployment line, and delivery catheter were returned. Approximately 93 cm of deployment line was returned which had a 6 cm single fiber at the end. At approximately 42 cm and 64 cm from the deployment knob, there were knots. Also, there was a section of deployment line still attached to the distal shaft, upon which the endoprosthesis was mounted, with a single fiber coming from it. Neither the deployment line, nor the single fiber could be measured due to the tangle. The delivery catheter was cut into three pieces. One section measured 28 cm and was still attached to the hub. The middle section measured approximately 83 cm. The final section included the transition, the distal shaft, and the distal tip and measured approximately 13.6 cm. There was a kink in the distal shaft at the transition and approximately 3 cm from the transition. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The actual device remains implanted in patient. The broken delivery catheter was returned for investigation, which is ongoing.

Event description:
It was reported that the patient was admitted to the hospital for treatment of the popliteal artery because of an in-stent re-stenosis of a previously implanted unknown device. It was planned to treat the re-stenosis with a gore® viabahn® endoprosthesis with propaten bioactive surface. Reportedly, the deployment line is broken during deployment of the viabahn® endoprosthesis and it would not fully deploy. 1 cm of the viabahn® endoprosthesis remained constrained and thus attached to delivery catheter. An endovascular approach to fully deploy the viabahn® endoprosthesis and to withdraw the delivery catheter from patient was unsuccessful. During attempts to remove the delivery catheter it eventually broke. It was stated, that the physician made a short supra-popliteal cut-down to look for the broken deployment line which was still attached to the viabahn® endoprosthesis. He found the deployment line and by pulling it eventually the viabahn® endoprosthesis fully deployed and expanded and the broken part of the delivery catheter was withdrawn from the patient. It was reported that the patient is doing well.